Manufacturer narrative:
Additional information: a device history record (DHR) review was conducted. Two lots were reprocessed for anomalies that did not contribute to the customer complaint. The DHR review does not point to a root cause because the lots were reprocessed and the product released met the manufacturer¿s acceptance criteria; no additional anomalies were identified. A complaint history examination indicates that this is the first complaint against the components of the reported lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing a leaking valved trocar cannula during a vitreoretinal procedure on a patient's right eye. The surgeon resolved the issue by attaching the infusion line into the valved cannula. The procedure was completed without consequences to the patient. The customer did not retain a product sample; therefore, a sample is not available for evaluation. Additional information has been requested.